Event description:
It was reported that the patient ¿charged in the car and it usually took a while. When she recharged at home with a regular chair made of material, it overheated even with the old unit.¿ this happened the entire seven years she had the implant, especially in the summer when she would recharge it in the recliner; it would get too hot after two hours. It would show the too hot screen on the recharger, then she would put it away until the next time she recharged and it always started back up the next time.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3998, lot# v016195, implanted: (B)(6) 2007, product type: lead. (B)(4).